Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/27/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, malpositioned cup, impingement and cup wasn't grossly loose. Two out of three screws were loose, but the third did offer some stability. There was no mention of any instability or osteolysis. No labs were provided for the alleged high metal ions. Part/lot is being updated for the stem.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain, instability, cobalt & chromium levels of 23/35 respectively, vertical malpositioning and loosening of the cup, causing impingement, and substantial lytic tissue. Update 10-23-2012 - patient's operative records received. It was noted the patient had extensive necrotic metallosis throughout the hip and a vertical cup with grossly loose screws. Screws were added to the product pages. Update rec'd 12/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and disarticulation. An unknown stem is now being added to address allegations of toxic cobalt-chromium metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unknown. Depuy synthes has been informed that the catalog number and lot number is not available.